Manufacturer narrative:
Date of event is estimated. Additional information was requested but not yet received.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken in the future to address the issue.